Manufacturer narrative:
(B)(4). D-10 650-1163, delta cer fem hd 32/ 3mm t1, lot 3134710. 650-1068, cer option type 1 tpr sleve +6, lot 3197579. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a hip revision procedure, the sterile package labeled for a 32 mm modular ceramic head with an option sleeve (+6) was opened and the mismatch between the labeled contents and the actual device was identified. The package contained a nonmodular 32 mm ceramic head (-3). Obtaining a correct replacement caused a delay of approximately 15 minutes. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.